Event description:
The patient was doing well on a lower dose than previously.

Event description:
It was reported that the patient had fluid collection over pump noted at refill on (B)(6) 2012. An assay of the fluid returned positive for csf (cerebrospinal fluid). X-rays were negative for disconnect on a-p view; no lateral view was taken of the pump site. The patient had an emergency room admission in (B)(6) 2012 for fever, spasm and was diagnosed with a uti "which in hindsight may have been the extent of the patient's withdrawal symptoms". In the operating room on (B)(6) 2012, a large amount of clear fluid was noted in the pump pocket with "obvious disconnect of catheter". The catheter had disconnected at the pin and sleeve connection point 7cm away from the pump and sc connector site. The pigtail connector was lying over the pump with the rest of the catheter lying under the pump. The pigtail and sc were removed and replaced. The patient's dose was decreased from 300mcg/day of 2000mcg/ml lioresal to 100mcg/day. Final patient outcome was unknown at the time of this report. It was later reported that the revision was done on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).